Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported aortic rupture (prior to the evar procedure), and patient death are confirmed. The reported myocardial infarction is not confirmed. This is moderately consistent with the reported adverse event/incident. The most likely causation for the reported event is anatomy-related due to the pre-existing rupture (cautionary product use condition) and the subsequent hypovolemic shock, which appears to be cause of death; the patient death was determined to be unrelated to the device, procedure or use environment. In addition, the patient's hemoglobin level was noted at 6.9, indicating massive blood loss. No procedure-related harms were identified. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6 device codes (as evaluated); remove 3190, h6 evaluation result codes; remove 3233, h6 evaluation conclusion codes; remove 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat a pre-operatively ruptured abdominal aortic aneurysm (aaa). It was reported that the case was done emergently to treat the ruptured aaa; however, the patient expired one day after the procedure due to a myocardial infarction (mi).